Event description:
Reportable based on device analysis completed on 12-nov-2018. A 182cm choice guidewires was received with no alleged issue reported. However, returned device analysis revealed coating peeled/sheared. Device eval by manufacturer: the device has its distal tip kinked and stretched. The proximal end and the body of the device are kinked. There is a section of the cover of the core wire that is peeled off, this at the distal section of the wire.